Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "serial change and clinical impact of irregular protrusion in lesions with chronic coronary syndrome". B3: date of event is estimated. C4: treatment date is estimated. D6: implant date is estimated. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported through this article this study aimed to assess the time-dependent change and long-term clinical impact of irregular protrusion (ip) in chronic coronary syndrome (ccs) lesions. This was a collaboration study, conducted from (B)(6) 2018 to (B)(6) 2020, assessing 1- and 12-month serial vessel responses after stent implantation (non-abbott stent or a xience stent) using optical coherence tomography (oct) and coronary angioscopy. Ip was detected in post-oct pullbacks in 38 lesions. Out of the 38 lesions, ip remained in 9 lesions at 1 month and existed in 2 lesions at 12 months. The cumulative 3-year incidence of tlr was significantly higher in ip group than in non-ip. Similarly, it was significantly higher in lesions with residual ip at 1 month than those without. The study concluded that the presence of ip decreased over time, but approximately one-fourth of ip remained at 1 month. Ip and residual ip at 1 month were important post-stent oct findings leading to long-term tlr in patients with ccs. Poor quality image and thrombus in the xience stent was reported. Details are listed in the article titled, serial change and clinical impact of irregular protrusion in lesions with chronic coronary syndrome. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of thrombosis/thrombus, and the subsequent unexpected medical intervention and the relationship to product if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. The reported patient effects of thrombosis/ thrombus are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.